Event description:
Preoperative diagnosis: status post revision total knee replacement for unicompartmental knee implant with recurrent hemarthrosis which was done at an outside hospital with recurrent flexion instability. Postoperative diagnosis: status post revision total knee replacement for unicompartment knee implant with recurrent hemarthrosis which was done at an outside hospital with flexion instability and patellofemoral arthrosis with previous diagnosis of pigmented villonodular synovitis. Operation name: right knee arthrotomy, synovectomy, patellar arthroplasty, revision of the tibial bearing to a thicker polyethylene construct.